Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2016. Patient was admitted on (B)(6) 2016 for dvt. A ble dvt study demonstrated bilateral acute occlusive deep venous thrombosis in the external iliac vein, common femoral, femoral vein and deep femoral veins with acute occlusive superficial venous thrombosis in the bilateral great saphenous in the proximal thigh. On (B)(6) 2016. He had a venogram with placement of thrombolysis catheters and initiation of thrombolysis therapy. On (B)(6) 2016 he had a repeat venogram, percutaneous thrombectomy, removal of thrombolysis catheters and discontinuation of thrombolysis therapy after good results with percutaneous thrombectomy. Patient was discharged on (B)(6) 2016. This event was considered possibly related to the device. Patient outcome: resolved without sequelae, date of resolution: (B)(6) 2016.

Event description:
Additional information received 09apr2019: patient was not a part of the preserve study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. It was reported that thrombolysis catheters were placed and thrombolysis therapy was initiated one month after filter placement due to bilateral acute occlusive dvt. Patient recovered successfully and was discharged one day later. No imaging was provided and based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the reported dvt. The complaint will be reopened in case additional information will be provided. No evidence to suggest that the filter was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.